Event description:
Procedure: laparo cholecystectomy. According to the reporter: when the specimen was placed in the pouch it fell into the patient cavity. It was retrieved without damage to the patient. Another pouch was used to complete the procedure. No patient injury was reported.